Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 9:29 pm she activated a new pod and on (B)(6) 2014 her blood glucose history is as follows. The pod was removed and she noticed the cannula had come out of her skin.